Event description:
It was reported that while implanted with an impella 5.5 the patient experienced ventricular tachycardia. The patient was defibrillated and received cardiopulmonary resuscitation until return of spontaneous circulation was obtained. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.